Event description:
The customer reported the system displays communication failures. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep re-flashed all nodes, re-loaded the system software, and re-loaded the calibration files. He ran the system for .5 hours and returned the system to the customer. The system is working as intended.